Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available. No sample was returned for further testing and no additional information was provided, therefore a root cause investigation was not performed. A review of complaint trends revealed that all of the alere determine (B)(6) ag/ab combo lots within expiry dating are performing according to label claims. The exact root cause of the reported issue could not be determined. The available evidence suggests that the device is performing within labeled claims. Attempts to gain additional information were not successful.

Event description:
A customer reported three (3) false positive results (antibody/antigen not otherwise specified) with the alere determine (B)(6) ag/ab combo assay. Confirmation testing is unknown. The customer reported that the three (3) samples were from obstetrics patients. Sample type, treatment and patient outcome are unknown. There is insufficient information to determine if a malfunction occurred. Multiple good faith attempts to gain further information were not successful.